Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: h6: it was documented in the initial medwatch report that the assignable root cause was due to wear from normal use over time. Upon further evaluation, it was determined that the assignable root cause was determined to be due improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: the date returned to manufacturer was documented as july 11, 2019 on the initial report. This date has been updated to may 17, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was unavailable. The manufacturing location was unknown. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reverse trigger on the device locked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the compact air drive device, it was determined that the device would not reverse, the reverse locking mechanism was blocked. It was noted that the reverse trigger on the device locked, and the rotor was damaged. It was further determined that the device failed pretest for check triggers for forward / reverse mode, check reverse locking mechanism, and check attachment coupling with attachments. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on the 10th day of an unknown month in 2019 all available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.